Event description:
The customer reported that the netting to one of the side panels is torn. No instruction guide pocket. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the window side a slider body is open. Panel side a top ridge insert pin ripped from tape. Panel side b drainage port start/end has a 1 inch tear. Panel side d on the top and bottom of the right and left legs the elastic is ripped. Panel side c on the top and bottom of the right and left leg the elastic is ripped. (B) (4).